Manufacturer narrative:
This report is being submitted retrospectively as part of internal review. The investigation was performed on the user synced glucose data in data management system (dms), which is a cloud platform for eversense systems. Based on the investigation, the system did warn the user of a potential hypo event by asserting a predictive low alert at 4:02 am cet and 4:27 am cet before the reported event at 4:53 am cet on the 12th of march 2021. There was a low glucose alert asserted at 4:57 am cet on (B)(6) 2021 following the fingerstick calibration entry at 4:53 am cet. Further analysis of the data suggests there was inherent lag in the sensing technology of the sensor and that the sensor glucose eventually caught up to the calibration (capillary) entry within 1-4 sensor readings.

Event description:
Senseonics was made aware of an incident where patient experienced a hypoglycemia event on 12 march at about 5 am in the morning. Customer woke up and didn't feel well. Eversense cgm showed a value of 134 mg/dl where as blood glucose meter (bgm) showed 50 mg/dl. Patient drank some soda with sugar in it after which she felt better. After about half an hour cgm value and bg value were similar again. Patient also said this was the only time that her cgm glucose value and her blood glucose where different.